Event description:
It was reported that the patient did not charge their ipg as recommended and the ipg became unable to communicate with external devices. Additionally, it was reported that the ipg was eroding through the skin. To address these issues, the ipg was replaced via surgical intervention on (B)(6) 2025. Therapy was restored post op.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.